Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, and lack of additional information from the customer (an attempt to collect additional information has been made, but no response has been received at this time), it is likely that there was no problem with the subject device, and the issue was the connector was not completely dry or a foreign material was adhered to the scope terminal. This caused a problem in the connection to the scope, so e315 occurred. This issue is addressed in the instructions for use (IFU): "foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. Wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report the issue. Reportedly, two scopes presented with errors while in use with two different pigtails. The customer tried a third scope and pigtail and it was successful. Customer stated that after the case was completed, he was planning to go back and try and narrow down the root cause. At this time, the device was not returned to olympus for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the evis exera iii video system center experienced unsupported e315 scope errors on multiple scopes during a therapeutic procedure. According to the initial reporter, the procedure was completed without any patient harm.